Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the cause of the issue was not determined. Due to covid-19, nothing has been done to resolve the issue as she has been unable to meet with her hcp. It was reported the implant was causing pain and difficulty sleeping at night. It was mentioned the patient gained weight and knew the ins shifted as it was now bulging out. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's implantable neurostimulator (ins) was to be removed on (B)(6) 2021. The implant never worked for the patient. No further complications reported.

Event description:
Additional information was received from the rep. It was reported that patient had to cancel her appointment on (B)(4)20 due to illness. Rep called the patient afterwards but has not heard anything back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). The patient reported her battery seems warm to the touch at the pocket site and has shifted up in the pocket and is resting on a rib, causing discomfort. No environmental factors contributed to the issue. The implanting physician¿s office asked for manufacturer representative (rep) to see the patient and check her battery. The rep was scheduled to see the patient yesterday, february 20th, but the patient had to cancel due to illness. The rep will reschedule at a later date at the patient¿s convenience. No further complications were reported/anticipated.